Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted to treat a benign anastomotic stricture within the common bile duct. According to the complainant, the stent was successfully placed within the patient's common bile duct on (B)(6) 2009. The stricture was noted to be quite tight. During a follow-up visit on (B)(6) 2009, it was noted that the stent had migrated distally (below the stricture), and the stricture again appeared to be quite tight. The stent was removed, and another wallflex biliary stent was successfully placed (10mm x 80mm). The migration issue was resolved.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) stent migrated. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.